Event description:
It was reported that during a hernia with mesh procedure,the doctor placed the device and went to put hand into it and it broke all the way around the disc. Opened another device to complete the procedure. No pt consequence.